Event description:
The reporting facility described a pt event during the use on an ins-5010-hermatic lumbar catheter closed tip. The catheter bunched while removing the guide wire. Upon removal, it was noted the catheter was ripped. The catheter was removed. A second attempt was made using a second ins-5010 with similar result. The procedure as successfully completed using an alternate device in combination with the limitorr. No pt injury occurred as a result of the event.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.